Event description:
An abbott diabetes care resource center representative reported that they received a call from a customer stating that the sensor's adhesive of their freestyle navigator continuous glucose monitoring system resulted in "large holes in her abdomen." However, no further information with regards to severity and if the customer sought medical treatment for the reported injury is available. Multiple attempts to obtain missing information had been made without any success. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The follow-up report will be sent, when investigational results are available.